Event description:
According to the reporter: upon ligating the vessel, the clip did not form properly. There was tissue damage due to clip malformation. A new device was opened to complete the procedure. There was no bleeding reported in excess of 500cc. There was no unanticipated tissue loss. Nothing fell into the patient's cavity. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).